Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that cardiac tamponade occurred. It was found after pulmonary vein isolation (pvi), cavotricuspid isthmus (cti), and premature atrial contractions (pac) ablation in the right atrium were conducted, and the patient was checked for effusion before the end of the procedure. Drainage was performed on the spot. The doctor stated that the amount was not very large, and after leaving the room, a computerized tomography (CT) was performed to confirm that there were no problems found. An atrial septostomy was performed with a radiofrequency (rf) needle. Ablation was performed before pericardial effusion was identified. A steam pop was not confirmed. An irrigation catheter was used, the flow rate setting was: = 30 w ¿ 8 ml = 31 w ¿ 15 ml. The doctor said there was no product abnormality, and ¿the patient might have injured it when accessing the left atrium again¿. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. The patient outcome of the adverse event is improved. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were dashboard; vector; visitag. The parameters for stability for visitag was tag index and fot additional filter. A transeptal puncture was performed with a rf needle. The correct catheter settings were selected on the generator. No error was reported.

Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30794789l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).